Event description:
It has been reported to philips that the wireless footswitch did not work. The system was outside of use and there was no reported patient or user harm. The footswitch was replaced, and the system was returned to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that it was a compatible issue. Upon troubleshooting actions, fse identified that the charging port was missing in the wireless footswitch. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however two different base station red error led flashes on/off. Fse replaced the wireless footswitch and connected to the base station. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a compatibility issue in the wireless footswitch and that this event was not associated to any ongoing fsca. The codes were updated based on the investigation outcome.